Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pen was hard to press. Customer stated that screw was not moving as intended. Customer stated that they tried another needle and prime but insulin did not exists with initial prime. Customer stated that injection foot was not touching the plunger inside the cartridge. No harm requiring medical intervention was reported. The device will not be returned for analysis.